Event description:
It was reported the pt had a hysterectomy in 2006, and a cholestectomy six days later, which titanium staples were used. The pt was referred to a dermatologist the following month, and a antihistimine and steroid cream was ordered for a rash on the pt's abdomen and arms. The pt was allergic to nickel prior to the surgery. The pt was seen again in the same month, and further testing was done and the pt tested for nickel allergy only at this time. The pt stated the surgeon said the staples were from ethicon.